Event description:
Hamilton medical ag received the following description: during ventilation of a child, clinicians reported that the ventilator stopped ventilating at 2:15 am on (B)(6) 2026, presenting several tfs (1485001; 1446029; 1746004; 431001; 446029) and triggering alarms. They replaced the ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). On the reported event date, the ventilation software was switched on. There was a patient (male, 158 cm) connected to the device since the (B)(6) 2026 in (s) cmv+ mode. Log file analysis indicated that technical event 244018. Blower voltage out of tolerance occurred first, followed by tf 431001 ¿ blower fault and tf 446029 ¿ ambient failure detected. Investigation ongoing.